Manufacturer narrative:
Date of event was estimated.

Event description:
It was reported the patient¿s lead had high impedance. Surgical intervention was undertaken on (B)(6) 2022 to address the issue. Therapy was restored postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.